Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7), velocity delivery microcatheter (velocity), and a non-penumbra stent retriever. During the procedure, while retracting the stent retriever back into the jet7, the distal tip of the jet7 detached. It is unknown how the procedure was completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned jet7 confirmed that the distal tip was fractured off the catheter. Further evaluation revealed stretching. If the device is forcefully manipulated against resistance, damage such as stretching, and a fracture may occur. Further evaluation also revealed kinks and ovalizations along the length of the jet7. This damage may be incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.